Event description:
It was reported that after approximately 25mm of the vascular stent was deployed in the distal sfa, the deployment trigger became non-responsive. The deployment handle was disassembled and an attempt was made to deploy the remainder of the stent by pulling on the deployment wire with forceps; however, the deployment wire continued to break. The catheter shaft was cut several times in order to deploy the stent by pulling on the wire. It was then observed that the stent had been pulled up to the proximal superficial femoral artery, covering the profunda, and extravasation was observed at the initial treatment site. Another manufacturer's stent was deployed at the site of extravasation, and a pta balloon was used to tamponade the vessel and post-dilate both stents. Angiography performed ten minutes later showed no further signs of extravasation.

Manufacturer narrative:
The lot number for the device is unknown. Therefore, a review of the device history records could not be performed. The stent remains implanted. The delivery system will be retained by the user facility; therefore, a sample evaluation will not be performed. The investigation is currently underway.